Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. The hub, shaft and tip were visually and microscopically examined. Multiple areas of kinks and bends were noted. The device also showed a broken shaft located in 2 areas; the 1st area was at 5cm from the hub and the 2nd was 35.5cm from the hub. The shaft showed stretching and a kink located at 88.5cm from the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. As per product dfu: "connect a saline filled syringe to the carrier hoop luer. Flush the catheter surface prior to removal from carrier hoop. If these steps are not followed it is most likely that stretching or breaking of the catheter shaft would take place'. (B)(4).

Event description:
Reportable based on device analysis completed on 27-aug-2018. It was reported that hub detachment and shaft kink occurred. A renegade¿ hi-flo¿ kit was selected for use. During preparation, the renegade micro catheter was slowly taken out from the package and flushing was performed. However, it was noted that the renegade was damaged although the outside package is normal; the hub separated and other parts of the shaft was noted to be kinked. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, device analysis revealed a broken shaft.